Manufacturer narrative:
No arjo device failure was found during device inspection. The investigation is ongoing. The results will be provided to the follow-up report. Date of event (b3) was estimated based on awareness date. UDI (d4): the device is distributed outside the us and no gudid information exists.

Event description:
Following information gathered, the ceiling lift detached from the track resulting in a patient's fall to the mattress. The patient sustained minor bruise. As the customer is unsure which of the two ceiling lifts was involved in this event, two separate reports were submitted. This report refers to the serial number (B)(6). The second one with the manufacturer report number 9681684-2025-00058 refers to serial number (B)(6).

Event description:
The customer reported that the ceiling lift detached from the track while attempting to raise the patient. The ceiling lift fell onto the patient. The patient sustained a minor bruise. The maxi sky 440 is a portable ceiling lift designed to be transferred between track systems. In the reported case, the ceiling lift strap disconnected from the carabineer, the part that joins the lift to the reacher and ultimately to the track. As the customer was unable to identify which of the two ceiling lifts was involved, two separate reports were submitted. This report pertains to serial number (B)(6) while the second report (manufacturer report no: 9681684-2025-00058) refers to serial number (B)(6).

Manufacturer narrative:
Following the report, a technician conducted an on-site inspection of the maxi sky 440 unit and the reachers. No mechanical defects, damage, or abnormalities were identified. The technician also interviewed staff members and attempted to recreate the incident, but the detachment could not be replicated. None of the caregivers involved were able to provide a clear account of the exact sequence of events that led to the lift detachment. All staff members were confirmed to be properly trained in the use of the maxi sky 440 and the reacher. The instructions for use (IFU 001.16000.33.en) for the maxi sky 440 include critical safety guidelines, such as ensuring that only trained caregivers operate the lift and that daily maintenance is performed prior to use. The IFU also outlines a series of pre-use inspection steps, including checks of the strap and hook. When these inspections are properly carried out, the risk of incorrect strap attachment is significantly reduced, as such issues can typically be identified visually. Based on the evidence gathered, the most probable root cause of the incident is unintentional use error. Specifically, it appears that the ceiling lift strap was not properly secured to the carabineer prior to use. As no arjo device failure was observed it can be concluded that it met specification during the event. The patient was involved in the event. The complaint was deemed reportable due to the detachment of a ceiling lift resulting in a patient's fall.